Manufacturer narrative:
The device was received fully deployed, fully retracted, with the pink slide insert visible through the viewing window. Data downloaded from the device indicates that the device ran for 62 pulses before being deactivated. As this customer programmed behavior is not of typical of use, the root cause of the reported event could not be determined.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l45416. Expiration date changed from unavailable to 7/12/2021. Model no changed from 14810 to 19191. Catalog no changed from zxy425 to zxp425. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h(4): device mfg date changed from unavailable to 1/12/2020.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was worn for less than an hour and no adverse patient impact was reported.